Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange. The alarm 241 "temperature of blower high" was triggered frequently due to clogged filters. Changing the filters has solved the issue. The user has not followed the defined exchange interval.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical technical support representative went on-site to update software to patch 19 and confirmed moog blower. It was then found that the unit filters were dirty. Replaced all filters including bronze filter. Ran performance test, unit passed all test and worked properly according to manufacturer specs. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having error message: "vent inoperable, temp blower high" prior patient use. Furthermore, there was no patient associated with the event.